Event description:
When the user came to the clinic for her new audio processor, channels with abnormal impedances were found. Reportedly, the user had two head traumas prior. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user came to the clinic for her new audio processor, channels with abnormal impedances were found. Reportedly, the user had two head traumas (2 and 1,5 months) prior. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
When the user came to the clinic for her new audio processor, channels with abnormal impedance were found. Reportedly, the user had two head traumas (2 and 1,5 months) prior. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
When the user came to the clinic for her new audio processor, channels with abnormal impedance were found. Reportedly, the user had two head traumas (2 and 1,5 months) prior. The user has been re-implanted.